Event description:
On (B)(6)2008, patient had a cranial bone graft to aleveolus where allogenix was used to fill a cranial defect. Patient received frequency specific microcurrent (non invasive therapy that can be used to aid with wound healing). Date of the fsm is not known at this time.

Manufacturer narrative:
No cultures or specimens were sent for pathology. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.